Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed and the device met all pre-release specifications. This investigation identifies partial expansion of the endoprosthesis. The zipper is compressed and twisted along the endoprosthesis. The compressed and twisted state of the zipper is not consistent with normal zipper manufacturing. The cause of these zipper observations cannot be established; though, potential interactions during withdrawal of the device may have affected the appearance of the device upon removal. However, this is unknown as no further information was specifically reported to gore. Gore requested further information regarding this procedure; however no further information has been reported to gore, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient presented with an aneurysm in the common iliac artery and underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx). The physician advanced the vsx device to the treatment zone and initiated deployment. Upon initiating deployment, the physician met resistance pulling the deployment line and complete device expansion could not be achieved. The physician decided to remove the partially deployed vsx device by removing the wire, device, and sheath all at the same time. The procedure was completed with another gore device. The patient tolerated the procedure. Patient information was requested but will not be made available.